Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Joint cover, cartridge. Additional information requested but not available: what was meant by ¿reload isn't on tissue¿? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing or opening)? The analysis found that one ec45a device was returned in good visual condition and with five cartridge reloads present. In addition the device was unable to be closed since the knife was too far forward when the jaws were closed. The knife then blocked the anvil from closing. It is not known at this time why the knife was too far forward when the jaws were closed. Cartridge (b) ecr45b, k5eg4r was received fully fired. Cartridge (c) ecr45b, k5eg4r was received fully fired and damage was noted on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Cartridge (d, e) ecr45m, l51h5h were received fully fired. Cartridge (f) ecr45m, l51f8y was received fully fired. The returned reloads (a, b, c, d, e, f) were disassembled and no anomalies were noted. The knife was manually returned to the home position and the device was tested for functionality with a test reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a lobectomy procedure, the device continually used blue reload times two and gray reload once; reload isn't on tissue. Also used gray reload once, vessel not cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.